Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the cannula, balloon, stopcock, duckbill seal, cap top and anti-migration collar (blue donut) appeared intact. The circular seal was cut, the inflation syringe and obturator were not received. Functionally, water bath test was performed using a test syringe the balloon was inflated and air bubbles were noted. A microscope evaluation showed a hole at the weld. It was reported that the balloon disengaged from trocar sleeve. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a total laparoscopic hysterectomy with bilateral salpingo oophorectomy, the balloon deflated on the balloon trocar which caused it to come out of the abdomen of the patient. No device component fell into the cavity of the patient. A new trocar was used to resolve the case with no issues. There was no patient injury.